Event description:
A PICC line rn was attempting PICC line catheter placement in right leg. PICC line became difficult to advance. When rn tried to remove the PICC line, the guidewire exited leaving 19cm of the catheter inside the body.